Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and (B)(4) cannot be conclusively determined through this evaluation. (B)(4) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. It was reported that the heartmate 3 left ventricular assist system, serial number (B)(4) was used as a right ventricular assist device (rvad) which is not an approved indication. Abbott labeling lists the heartmate 3 for approved use as a left ventricular assist device. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown. No further information could be provided due to the hospital's patient privacy policy. Based on a review of the patient's record, there were no device issues at the time of their death. The device was not explanted. Related lvad MFR #: 2916596-2022-01347.